Event description:
Patient was revised due to disassociation of the cup and liner.

Manufacturer narrative:
Examination of the returned liner does find evidence to support the report of disassociation. The evaluation; however, did not identify any product error with regard to the reported event. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot codes since their respective release dates. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.